Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the m.r.I. Ultra slimport implantable port and during preparation of the procedure, the guidewire allegedly found resistance during delivery. It was further reported that the guidewire allegedly found to be deformed and unusable. Also, catheter breakage was observed. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the m.r.I. Ultra slimport implantable port. Prior to the procedure, the guidewire has resistance during delivery. It was further reported that the guidewire allegedly found to be deformed and unusable. Additionally, the tip of the guidewire has fractured. There was no patient contact.